Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).